Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm of the right clinoid segment with a max diameter of 9.2 mm and a 5.3 mm neck diameter. The landing zone was 4.7mm distally and 5.0mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered and the pru level was 0. The angiographic result post procedure showed significant contrast retention. It was reported that the surgeon established the access, and after the ped-500-25 stent was hydrated and pushed to go upper through the phenom and in place, the surgeon searched for a straight blood vessel in the m1 segment to deploy the tip end. The microcatheter was withdrawn to expose the tip end developing coil. The push guide wire was fixed and the catheter was withdrawn. The tip was deployed 12mm. The tip was still not fully opened. The surgeon waited for 30 seconds and then retrieved it. The tip was deployed 8mm. The opening was still not ideal. The whole was pulled to a thicker ica for deployment. Under fluoroscopy, the surgeon pushed the guide wire forward to continue deploying a longer distance. After waiting for 30 seconds, the situation still did not improve. Finally, the surgeon removed the stent from the body. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex braid was returned for analysis withing shipping box; and within a plastic bio-pouch. The pipeline flex pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Damage location details: the braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends was found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a. Conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open as the pipeline flex braid was found to be fully opened and damaged. However, the root cause could not be determined. In addition, the pushwire was not returned for analysis. Therefore, any contributing factors could not be assessed. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the procedure was completed by the surgeon replacing the blood flow diversion device. The distal section fo the pipeline did not open. The pipeline was not palced in a vessel bend when it faield to open. No additional steps were taken to open the pipeline.